Event description:
It was reported that stent damage and stent dislodgement occurred the chronic totally occluded, 45x2.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 1.0mm non-bsc balloon was selected and inflated at 6 atmospheres. Subsequently, a 2.5x15mm non bsc balloon catheter was selected and was inflated three times at 8 atmospheres, 12 atmospheres and at 14 atmospheres. Following predilation, a 16 x 2.50mm promus premier¿ stent was selected to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent strut have lifted during insertion. When the device was removed, it was noted that the damaged stent met resistance and that the stent was dislodged in the coronary artery. Snaring was performed to retrieve the dislodged stent. The procedure was completed using a 2.5mm non-bsc stent and was deployed successfully. No further patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).